Manufacturer narrative:
The device was evaluated by an olympus field service engineer and the evaluation found the device was not staying on and there was no heat sink grease applied to the installed lamp. The field service engineer replaced the lamp and applied heat sink grease to the lamp, and tested the system by properly igniting the lamp and viewing an image on the monitor using an endoscope. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source was not staying on. The issue was found during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power didn't turn on due to insufficient application of heat sink grease. Additionally, the root cause of the insufficient heat sink grease was unable to be identified. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.